Event description:
This report is provided as a part of a retrospective review, and was performed as the result of recent changes/improvements to product specific criteria developed to make medical device report (MDR) decisions related to the pillar palatial implants, per discussion with office of surveillance and biometrics (osb). This change/improvement, which was initiated in january 2012, has resulted in an overall increase in the number of mdrs filed by the MFR - this increase is not the result of the discovery of any new product problems, but rather the result of a broader interpretation and application of the submission criteria. Prosthesis discomfort was also indicated. The implant was removed eight days later. F/u found the replacement was received; "surgery went well, and pt is doing fine." The explanted device was discarded by the customer - not returned for eval. No other info is available.

Manufacturer narrative:
The device was discarded / not returned to the MFR eval. However, a review of device history records (DHR) found no non-conformances in the production of this lot. Method: review of device history records performed. The implant is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in pts suffering from mild to moderate obstructive sleep apnea (osa). The system consists of a delivery tool and an implant. The delivery tool comes preloaded with the implant. The implant is a braided segment of polyester filaments intended for permanent implantation. The implant is approx 0.7 inches (18mm) in length and has an approximate outer diameter of 0.08 inches (2 mm). The delivery tool consists of a handle and 14-gauge needle. The needle is inserted into the soft palate; the implant is deployed by advancing the slider; and the delivery tool is removed. The delivery tool is disposable. Use of the implant involves potential risks normally associated with the use of any implanted device, including, but not limited to, implant migration and partial / full extrusion of the implant. The relationship of the device to the reported incident is unclear. The product was discarded by the customer and not returned to the MFR; therefore, no product analysis is available. However, a review of device history record (DHR) found no non-conformances in the product of this lot. Without return of the device, it cannot be determined whether or not it failed to meet spec. No applicable imaging films or medical records were received. No pt info/identifier was submitted with the original report, without which it is not possible to f/u with the clinician. Therefore, the available info is inconclusive as to the cause of the reported product problem. Info received reasonably suggests serious injury, or medical intervention to preclude serious injury, thus we are filing this report as an adverse event and product problem.